Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. A second attachment of a phone screen shot showing the first photo was also attached. The distal end of the microintroducer is shown in the image. The dilator is present within the grey sheath. The grey sheath appears to be deformed and slightly bunched inwards. The characteristics of the deformation could not be closely inspected from the image provided. Based on the damage observed, possible contributing factors include advancement against resistance and insertion technique. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redx1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs with the vascular sheath, making the product unusable. No other information was provided. 7/27/2021: the returned sheath is slightly bunched inwards and deformed.